Event description:
It was reported that a malfunction occurred displaying code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support with resetting the pump, and the pump was deemed functional after reset without the recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if the issue reappeared.